Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was dim, faded, discolored. The issue was reportedly not resolved with changing the contrast setting on the pump. The reporter indicated that the display could not be read safely related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the display was dim, faded, and discolored.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.